Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd q-syte ¿ extension set there was air in the line. The following was received by the initial reporter: verbatim: air in line.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using the bd q-syte ¿ extension set there was air in the line. The following was received by the initial reporter: air in line.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of air bubbles / air in line was not confirmed upon inspection and testing of the sample. The sample underwent leakage testing, and no air bubbles were observed. No irregularities were found during sample inspection. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information but a late sample was received. Air in line.